Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer used aspart insulin. Tandem technical support educated the customer on cartridge/insulin labeling. The pump supplies were changed to resolve the issue. Customers blood glucose was 478 mg/dl.